Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned results for multiple patients tested for crp on a cobas 8000 c 702 module. Based on the data provided, the results for 1 patient were discrepant. The patient was tested on (B)(6) 2018 with a result of 120 iu/ml. The patient was tested on (B)(6) 2018 with a result of 68 iu/ml. The patient was tested on (B)(6) 2018 with a result of 120 iu/ml. The patient was tested again or one of these samples was repeated with a result of 110 iu/ml. Clarification on this was requested but was not provided. The result of 110 iu/ml is believed to be correct. No incorrect results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The crp reagent lot number was 319399. The expiration date was not provided. The customer stated they checked other results around the time of this patient's results and found over 100 samples with incorrect results. No data was provided related to these 100 samples. No issues were identified during a review of the customer's calibration and qc data. The field service engineer (fse) visited the customer site where adjustments were performed on the ultra sonic mixers. One bank was out of alignment and this was adjusted. Instrument checks were performed and rinse levels were checked. Qc and patient samples were run with good results. The customer has had no further issues. The investigation determined the root cause of the issue was due to the misadjusted ultra-sonic mixers. Crp is sensitive to any mixing issues and explains the issue observed by the customer.